Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the reported problem alarm connection is defective and replaced the nurse call board to resolve the issue. The device was operational after repairs were completed.

Event description:
The customer reported that the external alarm connection is defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6).